Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a leak occurred with a combiset approximately 90 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The rn stated that they lifted the line which completely separated from the connector located below the venous chamber. There was no defect or damage seen on the combiset. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The rn stated that prophylactic antibiotics were administered to the patient following the blood leak. The patient received 1 gram (g) of vancomycin intravenously (IV) and 2 g of ceftriaxone IV. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported that a leak occurred with a combiset approximately 90 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The rn stated that they lifted the line which completely separated from the connector located below the venous chamber. There was no defect or damage seen on the combiset. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The rn stated that prophylactic antibiotics were administered to the patient following the blood leak. The patient received 1 gram (g) of vancomycin intravenously (IV) and 2 g of ceftriaxone IV. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
H6: health effect impact code.

Event description:
A user facility registered nurse (rn) reported that a leak occurred with a combiset approximately 90 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The rn stated that they lifted the line which completely separated from the connector located below the venous chamber. There was no defect or damage seen on the combiset. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The rn stated that prophylactic antibiotics were administered to the patient following the blood leak. The patient received 1 gram (g) of vancomycin intravenously (IV) and 2 g of ceftriaxone IV. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.